Event description:
AED serial number has been determined to be associated with field action related to button functionality. (B) (4).

Manufacturer narrative:
Method: force to actuation tests performed. Device internal memory reviewed. .